Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited a confirmed fracture, high impedance, pacing failure, and oversensing confirmed due to noise detected. It was also reported the ra lead had presumably contacted to the subclavian vein and the costoclavicular ligament. But the patient also had known vigorous arm movement. The patient encountered left vein occlusion, the ra lead was inactivated and remains implanted out of service. Due to left vein occlusion, physician considering additional lead placement on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance, a pacing failure, over-sensing and noise. It was noted that there was a lead fracture identified near the subclavian vein. A left subclavian vein occlusion was noted and therefore, the lead was capped and replaced. No further patient complications have been reported as a result of this event.